Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse found the cause of the leak was an obstruction in the cap piercer drain tube line #118. The fse removed the obstruction by flushing the drain tube line with hot water to resolve the issue, no further leaking was observed. (B)(4).

Event description:
The customer reported a leak from the cap piercer on a unicel dxc 800 pro synchron system. The customer stated the leak was contained to the instrument with fluid found on top of patient sample tubes. The customer was unable to determine the volume of the leak and service was initiated. No erroneous results were generated. The operator was wearing personal protective equipment and no injury or exposure was reported.